Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the cartridge and syringe needle were changed to address the issue. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, the cartridge was changed to address the issue. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.